Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leak event on (B)(6) 2024 and the leakage was at site. The infusion set was in use for 4 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.